Event description:
It was reported that the lead was explanted due to damage to the ICD's hv output circuitry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Visual analysis of the lead revealed an insulation abrasion at 8 cm from the connector pin. The lead abrasion is consistent with that produced by friction with the ICD can.